Event description:
Silicone implants placed in 1981. Rptr complains of implants hardening and flattening in one year, shoulder pain, soreness, numbness in left arm and fingers, severe headaches, eye throbbing, neck and finger stiffness, shoulders feeling as if locking. She demanded that implants be removed in 1992. Both were ruptured. Saline implants inserted in 1992, same problems as listed above continued. Saline implants removed 1994. No drugs help. She lives in pain and misery.